Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 294 mg/dl, 262 mg/dl and 96 mg/dl. No actions taken or treatment rendered based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.